Event description:
It was reported that the user could not turn and lock the cartridge connector during a supply change, despite correct positioning, and multiple connectors failed to engage until a new prefilled cartridge was used; the prior cartridge¿s plunger appeared angled and likely not seated properly, after which the connector locked and insulin delivery resumed without alarms. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included successful completion of the supply change and continuation of therapy without medical intervention or hospitalization. Investigation included customer service troubleshooting and user education via video guidance. Investigation of this case revealed that replacing the prefilled cartridge resolved the connection issue, consistent with a cartridge plunger alignment problem. It was concluded that the event was attributable to a component issue with the initial prefilled cartridge, with normal device function confirmed after replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.